Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and reiterated issue already reported regarding settings not available. The reason for call was that the stimulation didn't work and quit all together on friday. Patient shared that they adjusted the stimulation intensity down and didn't get the message but when they tried to turn it above 1, the controller would display a message stating it couldn't stimulate at this level. Agent asked the patient if they were getting the settings not available message and patient said that no matter where they went or how low they turned the stimulation, the message would come up. Patient confirmed they got a message saying cannot provide your desired intensity settings; agent understood as settings not available. Agent offered to walk the patient through changing the groups/programs, but patient stated that none of the groups worked and that they were not getting any stimulation. Patient stated that they notified medtronic representative, last friday and that the representative said they would contact the patient on monday, but the patient hadn't heard from the representative yet. Patient was told to call patient services to "start over"; agent understood they were told this by the doctor. Agent reviewed screen meaning with the patient and redirected the patient to their healthcare provider to further address the issue and to meet with a medtronic representative for potential reprogramming. Agent sent an email to the local field representatives on the patient's behalf requesting a callback. Additional information was received from the manufacturing rep. Rep saw this patient again at the hcp¿s office on (B)(6). At this appointment, patient informed them of oor message occurring again. All connections were good; however, some impedances were high (rep will attach an image of the (b)(6 impedances). Rep was able to successfully reprogram around this to avoid the new oor message. Patient was happy with the coverage. At this point, no plans for additional intervention.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was settings not available/oor. The rep ran impedances and programmed around high ones, 27230, 27080, 18500. Rep was able to successfully program around the high impedances to avoid oor and maintain coverage. Patient was happy with outcome. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.